Manufacturer narrative:
The manufacturer's field service engineer found, during installation at the facility, that a check vent on the o2 manifold was stuck open. A replacement was sent to the customer.

Event description:
The manufacturer's field service engineer (fse) reported the part was received at the facility damaged upon arrival. There was no patient involvement.